Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 20 days after insertion of essure. On an unknown date, the patient experienced pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and fatigue ("fatigue"). The patient was treated with surgery (essure removal and tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and fatigue outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in essure insertion date previously reported as 2012 in summons and currently as (B)(6) 2013. She received treatment for pain, bleeding and fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: result migration. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received : previously reported event of "injury" was replaced by pain pelvic/ abdominal, additional events - dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), fatigue, migration were added. Suspect drug start and stop date was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and device dislocation ('migration / failure to occlude (close) fallopian tube(s)') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depoprovera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), 10 days after insertion of essure. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the endometritis, device dislocation, pelvic pain, menorrhagia and fatigue outcome was unknown and the abdominal pain, dysmenorrhoea, vaginal haemorrhage and arthralgia had resolved. The reporter considered abdominal pain, arthralgia, device dislocation, dysmenorrhoea, endometritis, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date - previously reported as 2012 in summons and currently as (B)(6) 2013. She received treatment for pain, bleeding and fatigue. After the adhesions were lysed and the ostium visualized, the essure device was inserted into the left os without difficulty. Five rings of the spring were noted external to the os. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device is seen within the endometrial cavity. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis. Most recent follow-up information incorporated above includes: on 13-mar-2020: pfs received- new event joint pain was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and device dislocation ('migration / failure to occlude (close) fallopian tube(s)') in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depoprovera. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 3 months 20 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic/ abdominal pain"), abdominal pain ("pelvic/ abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue") and vaginal haemorrhage ("abnormal bleeding vaginal"). The patient was treated with surgery (unilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the endometritis, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, endometritis, fatigue, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date - previously reported as 2012 in summons and currently as (B)(6) 2013. She received treatment for pain, bleeding and fatigue. After the adhesions were lysed and the ostium visualized, the essure device was inserted into the left os without difficulty. Five rings of the spring were noted external to the os diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: the essure device is seen within the endometrial cavity. Concerning the injuries reported in this case, the following ones were reported via medical records: endometritis. Most recent follow-up information incorporated above includes: on 28-oct-2019: pfs and mr received: reporter was added. New event vaginal hemorrhage, endometritis (from mr) were added. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.